Event description:
Heart, headaches, cancer, et; I got a philips respironics bi-pap dream station from the va some time ago it has been a problem since day one, it has caused leaks, filter issues, did not work properly and made me ill etc. It is dreamstation serial number (B)(4). This is the third or 4th one when finally I was instructed to cease using it and get a new one? FDA safety report ID# (B)(4).